Manufacturer narrative:
A steris service technician inspected the surgical table and found that the power supply was damaged. The technician replaced the power supply, tested all table functions, and successfully returned the table back to service. It is concluded that the cause of this event was due to lack of sealant between the steel and plastic base covers which allowed fluid to ingress into the table interior and short out the power supply. This occurred during the most recent service repair. The technician has received refresher training on the proper procedure for resealing the table base covers after repair.

Event description:
The user facility reported that during a procedure the surgical table base began to smoke. The table was unplugged, the smoking stopped, and the procedure was completed successfully without further incident. No injuries were reported to hospital staff or patient.